Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. No ramping numbers were noted on the display. The pump was received with a cracked reservoir tube lip and a missing end cap sticker noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that numbers were scrolling without prompt. Insulin pump will be replaced.